Event description:
It was reported that burr detachment occurred. A burr detachment occurred to a rotapro 1.75mm atherectomy coronary catheter during testing preparation prior to patient introduction. The burr detached from the advancer. A new rotapro was used to complete the procedure. No patient complications occurred as a result of this event.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.